Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device did not deploy. They were not able to pull back the dilator enough to deploy the angio-seal. The suture had been cut very close, to the end of the sheath. Additional information was received on 10nov2020. The procedure was a stenting of her common iliac artery. There was no pre-deployment angiogram performed, although there were runs of the femoral artery which were normal. Common iliac artery now widely patent, no claudication. The patient now has a high-grade stenosis in the femoral artery that she did not have pre-procedure. She has been booked for a repeat ultrasound in 3 months. Additional information was received on 16nov2020. The angio-seal device had been attached to the angio-seal sheath, and as the doctor retracted the device cap from the device sleeve, it retracted further back than usual. The angio-seal then did not work properly for him. He pulled back the whole device and it appeared that the collagen came out as well. He then cut the suture close to the end of the sheath. The anchor was left in the patient and everything else was out of the patient. Manual compression was performed for 20 minutes, with no significant loss of blood. No ultrasound was done post procedure. Patient stayed in hospital overnight for observation and a strong femoral pulse was felt. The patient will be seen again in a week. A 7fr cordis brite tip sheath was used during the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hub of the hemostasis sheath. No other components were returned for evaluation. Visual inspection revealed that the hub of the sheath was found to be mated with device cap and the deployment sleeve was in the full rear lock position with the colored bands fully exposed. Suture was cut and was visible at the distal end of the sheath. No gross anomalies with any of the components. The components were separated, and tamper tube can be seen within the shaft of the carrier tube. Slight tension was applied, and the tamper tube was released from the carrier tube without resistance. For functional analysis, tension was applied to the suture and it unspooled without experiencing any resistance. For further analysis, deployment sleeve was removed from the device cap. The tensioner was then removed from the device cap molding. Lot of blood like substance was found within the assembly on the tensioner and no gross anomalies were noted with the tensioner plug. No anomalies were noted. Dimensional testing was performed. The outer diameter of the tamper tube was measured to be 0.079'' which was within the specification of 0.081 +0.000/-0.005. The ID of the carrier tube was measured to be 0.081'' which was within the specification of 0.080" +0.003/-0.003. All measurements were within the manufacturer's specifications. Based on the returned device, the complaint can be confirmed for withdrawal difficulty as the tamper tube was not released and the suture did not unspool completely from the tensioner. The definitive cause of the event could not be determined based on the returned device. Since the suture was able to be unspooled and tamper tube released without any resistance, it is possible that an obstruction on the distal end precluded the suture (or tamper tube) release. All the dimensions were within specification and no gross anomalies were observed on the device that could cause the reported problem. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.